Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental med watch 3500a will be submitted. Medical device: m2a-magnum mod hd sz 44mm item# 157444 lot# 592350, medical device:m2a-magnum 42-50mm tpr insrt-3 item#139254 lot#394350, medical device:taperloc por fmrl 7.5x135 item#103202 lot#156550. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01823.

Event description:
It was reported that a patient underwent hip arthroplasty approximately 9 years ago and is experiencing elevated ion levels and hearing loss. No revision has been completed due to complications of removal of current implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent attempted hip arthroplasty revision approximately 9 years post-operatively due to elevated metal ion levels and hearing loss. No revision has been completed due to complications of removal of current implants. Revision operative notes state the patient was also experiencing hip pain and soreness. During the attempted revision procedure, there was no evidence of metallosis or soft tissue or bony reaction. All implants appeared properly positioned and well-fixated.